Event description:
It was reported that the atrial lead exhibited a loss of both capture and sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2015, it was further reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of th is event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 lead, implanted: (B)(6) 2012. (B)(4).